Manufacturer narrative:
(B)(4). Received via sus voluntary event report (foi for manufacturers): mw5072275. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced hyperglycemia due to a kink in the tubing of a clearlink solution set. The clearlink set was in use on an unspecified infusion pump to deliver an unspecified intravenous (IV) infusion to the patient. While removing the clearlink set from the infusion pump, it was noted that ¿the blue clamp pinched across the tubing and allowed a bolus IV infusion of the fluid in the bag behind the clamp¿ (not further specified). As a result, the patient experienced hyperglycemia. No further detail was provided regarding medical intervention or regarding the patient¿s outcome from the event. No additional information is available.